Manufacturer narrative:
The manufacturer did not receive the instrument for review but it is mentioned that it will be returned. X-rays or other source documents were not provided for review. Where lot numbers were received for the instrument, the instrument history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the surgeon was using a twist drill 20x125mm str 50 mm 2.7mm scr on (B)(6) 2016. The instrument broke during surgery. No pieces were left in the patient's body and the surgery was completed with another instrument with two minutes delay.

Manufacturer narrative:
Additional: no trend was identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. It was reported that the device was broken during surgery after two times usage. No parts remained in situ. No medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: the twist drill was returned for investigation. The visual examination of the fracture surface shows that the device was broken most likely due to overload. The broken piece of the instrument was not returned for evaluation. No further abnormalities can be found on the device. Root cause determination using rmw: breakage of instrument due to inadequate design for intended performance: not possible - a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in zimmer complaint registration or in the current pms process. Damaged drill, wrong diameter due to wrong design of various drill set: not possible - a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in zimmer complaint registration or in the current pms process. Failure of surgery, misuse of implant/instrument due to missing labelling requirement and/or missing labelling validation: not possible - a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in zimmer complaint registration or in the current pms process. Failure of surgery due to use of the device not complaint with defined indications => possible, there was no information provided in which surgical step the twist drill was used. Conclusion summary: the fracture surface of the twist drill shows signs of overload. It is most likely that high forces were applied on the instrument during the surgery. The bone condition of the patient is also unknown. Pathogenic bone diseases (e.g. Bone tumor) which affect mechanical properties of the bone (harder/denser bone substance) could be also a possible cause. There are no information available in which surgical procedure the drill was used. However, an exact root cause for the breakage of the twist drill could not be determined. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).